Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an on/off switch error and alarmed for high internal temperature. Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for investigation. The returned gas module was tested in a ventilator. It failed the pre-use check with gas supply, o2 cell/sensor and flow transducer tests. The ventilator showed that the supply air/o2 pressure were at 0 bar. The ventilator was set on ventilation and it showed a stop of ventilation. It alarmed as well for a technical error that indicates an on/off switch error and internal temperature high. The zero pressure for the supply pressure sensor was measured as 54mv. However, it was found that there is imbalance in the resistance of the sensor bridge. Replacing the supply pressure sensor resolved the issue. The conclusion is: the failure was caused by a defective supply pressure sensor on a printed circuit board inside the o2 gas module, falsely triggered a technical alarm indicating an on/off switch error. The supply pressure sensor has an imbalance in the sensor bridge which caused the reported issue. When a pressure sensor breaks in this way and generates a large negative signal, all the multiplexer's signals are affected, including the signal from the other pressure sensor. The ventilator then perceives it as if both gases have been disconnected and therefore opens the safety valve so that the patient can breath ambient air if he is able to. This also means that the ventilation is stopped. When a bond wire breaks in the supply pressure sensor in the gas module, the output signal from the sensor will either become very high, or as in this case, become negative (however, this negative value will be presented as 0 bar on the ventilator). On the monitoring printed circuit board (pcb), the analog measurement values from various sensors, etc., go into a multiplexer which selects which channel is to be a/d-converted. However, this multiplexer cannot handle large negative signals; if one of the channels is negative then the output of the circuit will not be correct even if any other channel is selected. On this multiplexer, a signal enters from the on/off switch which should detect if there is a bad contact in the switch . In case of a negative signal from one of the gas pressure sensors, it will falsely appear as if there is an interruption in the switch and a technical error will be generated.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an on/off switch error and alarmed for high internal temperature. There was no patient harm. Manufacturer's ref #: (B)(6).